Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of a giant aneurysm located in the ophthalmic segment of the right internal carotid artery the physician found the distal segment of the device did not open as it was stuck in the capture coil. It was reported that the device was initially deployed 3 mm but not deployed more that 9 mm. The pushwire was rotated 8 times and pushed forward; however, the device did not open. The physician decided to remove the device with the microcatheter and found the device opened in the process of withdrawing. A new device was used to complete the surgery successfully. No patient injury was reported.

Manufacturer narrative:
The pipeline pushwire and braid were returned for evaluation. As received, the pipeline was found to be released from the capture coil. The distal and proximal ends of the pipeline braid could not be determined. The pipeline braid was observed to be fully open with one end having slight fraying, the middle section having no damage, and the other end having moderate fraying. In addition, the pushwire was observed kinked. No other anomalies were observed. Based on the analysis findings clinical observation could not be confirmed. We are unable to definitively determine the cause of the event. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.